Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a battery cap with stripped threads, contamination under the keypad buttons, an inverted ok keypad button contact, moisture in the pump, and a case seal leak. This report is made based on results of investigation completed on 02/25/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/2/2015 with the following findings: the battery compartment was cracked. The battery cap had stripped threads. The keypad buttons were intermittently responsive, and moisture corrosion and contamination was found under the keypad button contacts. The ok keypad button contact was observed to be inverted. There was evidence of moisture in the battery compartment, and the internal components of the pump. The leak test failed due to a case seal leak. Unrelated to these issues, the keypad cover was peeled off from the pump.